Event description:
It was reported that the core micro drill heated up. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The device passed functional testing, however, upon disassembly the motor and spacer washer were found to be corroded.